Event description:
On (B)(6) 2025 (3:00 pm pst), patient reported an occlusion alarm on their ilet pump (contact detach, lot #6008878, 23¿ steel set placed at 9:00 am). No visible issues with tubing or set. Patient unclipped from anchor, confirmed insulin delivery, and resumed. Blood glucose (bg) was 275 mg/dl, affected but corrected after resuming delivery. No symptoms beyond hyperglycemia; no medical intervention required. Later the same day (6:06 pm pst), patient called back with a second occlusion alert and reported bg still out of range after 90 minutes. Agent advised a full supply change and instructed not to reuse insulin from the prior cartridge. Patient agreed, planned to complete supply change. Patient was able to clear the occlusion and resume insulin delivery as intended. Patient declined follow-up.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.